Manufacturer narrative:
(B)(4) - no code available for mitral valve incompetence evaluation method: x-ray. Additional manufacturer narrative edwards lifesciences received a ring and a serial tag. Minor cuts in the sewing fabric are detected. The sewing fabric exhibits red brown discoloration, most likely due to blood stains. No inconsistencies detected in the x-ray as the ring is intact. The returned device was examined visually with a light microscope, digital microscope and x-ray. The device history record is in progress. Based on the information available, the root cause of the patient's native valve mitral incompetence is incorrect sized ring. The issue was resolved by surgeon using a smaller ring. It was reported that the patient was transported directly to cvrr in satisfactory condition. Product evaluation did not show any inconsistencies. Overall, the issue was related to patient anatomy and the correct sized ring resolved the issue.

Manufacturer narrative:
Based on the serial number provided, a review of the manufacturing and inspection records related to this device was completed and the results demonstrate the device met all specifications.

Event description:
It was reported that a 520034mm ring was explanted at implant. The surgeon found that patient needed a smaller sized ring. It was initially reported that the patient did not come off bypass. However, the received operative report on (B)(6) 2011 stated that [patient] weaned from cardiopulmonary bypass without difficulty. We noticed that there was still residual mitral valve incompetence "[surgeon] studied the [native] valve and felt that there had been inadequate coaptation." An 32mm ring was used as a replacement.